Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 6.2 mmol/l customer reported that middle button had crack. The customer was advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The troubleshooting was performed. The insulin pump will be returned for analysis.